Manufacturer narrative:
The explanted evoke spinal cord stimulator system was not returned for analysis. Per the event description, the system was explanted as a prerequisite for the patient¿s planned cervical spine surgery. There is no allegation of a possible failure of a device, labelling, or packaging to meet any of its specifications. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
On (B)(6) 2023, a patient¿s evoke spinal cord stimulator system was explanted due to a planned cervical spine surgery. The healthcare professional did not allege any device issue. The patient was receiving satisfactory pain relief. The explanted devices were discarded.